Event description:
On (B)(6) 2011, the pt reported experiencing intermittent issues with the up and down buttons of the infusion device. He stated this began about a year ago and he noticed when the infusion device did not vibrate. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.